Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a stat intra-aortic balloon (iab) insertion was scheduled in the cardiac cath lab (ccl). The patient was brought to the ccl by intensive care unit (ICU) staff and prepared for the procedure. The 8fr sheath was placed in the right femoral artery without incident. The clinician prepared the 30cc iab, attached the one way valve and with the 50 cc syringe suctioned the air out twice. The iab catheter was then straightened, slowly removed from its container and offered to the doctor. The stylet was then removed, the catheter was flushed with heparinized saline solution and inserted over the 2.5 spring wire guide (swg). The doctor reported resistance, but when checking under fluoroscopy, no kinks were found. After trying for a bit longer to insert the catheter, the doctor decided to remove the catheter and resistance was met again. The iab was eventually removed along with the sheath and a replacement catheter was opened. The iab was prepared in a similar manner to the first and was inserted and positioned without incident or difficulty. Upon closer inspection of the removed iab. The clinician found that the catheter could not be pulled or pushed out of the sheath. After ensuring the safety of the patient and transferring him back he ICU, the incident was reported to the appropriate authorities. There were no reported patient complications as a result if this occurrence.